Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the endobronchial tube cuff was leaking. The leak was detected prior to use. There was no report of patient involvement or any required intervention performed.